Event description:
In external radiation therapy the treatment plan contains values that describe the isocenter position for a specific treatment. Our software for image guidance in radiation therapy verisuite 1.8 uses this info to compute an alignment correction for the pt support device. For modern treatment modalities the dicom rt ion plan object might contain additional rotational parameters for the pt support device pitch and roll. Until now it is unusual to use these rotational parameters and we are not aware of a case were these rotations have ever been used in any treatment planning system of our customers. However, in the remote case that these additional and optional parameters are really used, there is a theoretical possibility that it introduces inaccuracies in the isocenter location assumed by our system. Due to practical and mechanical reasons the respective rotation angles defined by the planning system to a small quantity (e.g. +- 2 degree). We do not expect serious misalignments caused by parameters of this magnitude. In the unlikely case that these are used at all by the planning system, misalignments can only occur in combination with a relatively large pt support translations which are also unlikely in clinical practice. To conclude we observed a potential source of minor misalignments during phantom tests with artificial treatment planning data and therefore decided to report this problem. We already informed the treatment centers and partners about this issue and an official advisory notice has been sent to the potentially impacted sites. The advisory notice informs about the potential harms and advises not to use a treatment plan with pitch and roll. The problem will be resolved in the next software release by rejecting treatment plans with pitch and roll.

Manufacturer narrative:
The potential malfunction has been observed by us (the manufacturer) and has been communicated to the impacted treatment sites immediately.